Event description:
It was reported that during a stent placement procedure, the stent allegedly fractured. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 03/2025) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the catheter sample is not available for evaluation. One provided x-ray image demonstrates the placed stent during post percutaneous transluminal angioplasty with radiopaque markers at one end, and another image demonstrates fractured stent end segments including markers with a disorder inside the vessel. A further image demonstrates bloody stent strut fragments outside patient. The investigation leads to confirmed result for stent strut fracture. It was not known when exactly during the procedure and why the stent fractured. The vessel was not tortuous, and the lesion was pre-dilated. The system was correctly held at the stability sheath, and kept stationary, and the user did not experience difficulty during deployment action. Based on the investigation of the provided information, the investigation is closed as confirmed for stent strut fracture. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use state: 'predilation of chronic lesions with a balloon dilatation catheter is recommended'. Under materials required the instructions for use state: '10f introducer for stent diameters of 16 mm, 18 mm and 20 mm ¿ 0.035 inch diameter guidewire'. Holding and handling of the system during deployment was found sufficiently described; in particular the instructions for use state: 'confirm that the introducer sheath is secure and will not move during deployment' and 'gently hold the stability sheath and maintain it straight and under tension throughout the procedure'. Stent fracture was found mentioned under potential complications and adverse events. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent allegedly fractured. It was further reported that the patient was treated with inserted forceps through a sheath to remove the fractured piece. There was no reported patient injury.